Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins reached end of service (eos). The patient's healthcare provider (hcp) suspects the battery depleted early. The patient was set at 3.35v, 90us, 135hz and had a therapy impedance of 426ohms. The programming was never modified since implant. The patient did not have any symptoms of therapy suspension. The device will be replaced. The ins was at 2.29v when it was checked. The issue has not yet been resolved. No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the ins was not explanted and there is currently no plan to explant and replace the device.